Manufacturer narrative:
(B)(4). The device is expected for analysis, but it has not been received for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
After a deltaplush 3mm x 4mm was successfully implanted, the deltaplush coil (cpl10030630 / c23729) was chosen next. After the pre-deployment electrical check with the complaint cable was successful, the deltaplush was delivered into the aneurysm. However, the microcoil could not be detached when the physician pressed the detach button. The physician re-attempted to detach the microcoil five times by re-positioning the coil and changing the detach point, but to no avail. It was withdrawn and replaced with another deltaplush, which was successfully implanted. The procedure was successfully completed without a further issue. Due to the event the procedure was delayed for 10 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint product was new and stored per labeling instructions. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, no right damage, etc.), and the coil remained attached to the delivery system. No further information available. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complained product will be returned for analysis. No further information is available. The procedure was the coil embolization of post-evar endoleak that originated from lumber artery to distal branches, approached from the rt-fa. The patient's sex and dob were unknown, but whose vessels were heavily tortuous and not calcified. A carnelian marvel (tokai medical products, type unknown) was used for this procedure.

Manufacturer narrative:
After a deltaplush 3mm x 4mm was successfully implanted, the deltaplush coil (cpl10030630 / c23729) was chosen next. After the pre-deployment electrical check with the complaint cable was successful, the deltaplush was delivered into the aneurysm. However, the microcoil could not be detached when the physician pressed the detach button. The physician re-attempted to detach the microcoil five times by re-positioning the coil and changing the detach point, but to no avail. It was withdrawn and replaced with another deltaplush, which was successfully implanted. The procedure was successfully completed without a further issue. Due to the event the procedure was delayed for 10 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint product was new and stored per labeling instructions. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, o right damage, etc.), and the coil remained attached to the delivery system. No further information available. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complained product will be returned for analysis. No further information is available. The procedure was the coil embolization of post-evar endoleak that originated from lumber artery to distal branches, approached from the rt-fa. The patient¿s sex and dob were unknown, but whose vessels were heavily tortuous and not calcified. A carnelian marvel (tokai medical products, type unknown) was used for this procedure. As viewed through the returned packaging, the coil was returned unsheathed and damaged. The coils unreported damage is at the proximal section. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing. A review of the manufacturing documentation associated with this lot (c23729) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The most likely contributing factor to the coils non-detachment may have been due to electrical wiring damage. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the marvel microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot (c23729) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This MDR report is being submitted to correct the device manufacturing and expiration dates.

Manufacturer narrative:
The product was received for analysis.